Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline not being able to be fully inserted during controller exchange was not able to be determined. The system controller serial number (B)(6) was not available for evaluation. Per additional information received on 03jun2021 the system controller serial number (B)(6) will not be returned for evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. How to connect the driveline to the system controller is addressed in heartmate 3 patient handbook section 2 how your pump works/connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR. Report # 2916596-2021-02599. It was reported that review of the log file revealed that at 6:45am the driveline was briefly disconnected and the recorded speed decreased to 0 rpm. This was due to the patient switching their primary controller to the backup controller. However, the driveline did not go all the way into the backup controller so the cover would not slide over the red button on the controller. The driveline was connected back to the primary controller. The controller was connected to a mobile power unit (approximately 16 seconds later) and the system initiated operation at the set speed. The system continued to operate at the set speed and the patient remained asymptomatic.